Event description:
Consumer contacted dexcom to report an intermittent out of range signal.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014. To report an out of range signal on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermittent out of range signal.